Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in lesion. A 1.50mm rotalink¿ burr was selected for use. However, it was noted that the burr became stuck. The physician was able to release the burr using normal techniques. No patient complications were reported.